Event description:
It was reported that 311 days after a coronary artery drug eluting stentiing procedure the pt experienced a stent thrombosis (st), myocardial infarction (mi), and a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation, a cutting balloon and successfully placing a taxus express2 8.8% 2.5x24mm drug eluting stent that was expired in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 311 days after the procedure, the pt experienced a st, a non q-wave mi, and tvr. The physician placed a taxus stent in the prox lad. The pt was discharged 4 days later. In the opinion of the physician the relationship of the st, mi, and tvr to the taxus is "probable".

Event description:
It was further reported that the patient had two target vessel reinterventions (tvrs) on the same day. The 1st one was balloon angioplasty and thrombectomy on the left anterior descending artery, the 2nd was placement of a taxus express2 stent in the mid left anterior descending artery.